Event description:
It was reported that there was power on reset (por) on the device. There was loss of diagnostic data (cardiac compass, rate histogram) after radiotherapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).